Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed in ventricular fibrillation. According to the reporter, the device charged but did not transfer energy to the patient. The basis for this opinion was not stated. A backup device was used and the patient transported to the hospital. Patient outcome is unknown.